Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Although requested, no additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Correction: g1, g4 (PMA/510(k)). Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146788 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 146788, test base part number 195-430h / lot: 140504r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146788 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.